Event description:
The pt was reportedly experiencing intermittencies and loss of sound. Programming changes were made and external equipment was exchanged; however, this did not resolve the issue. The pt is reportedly an unreliable reporter and inconsistent user of his device. Revision surgery is under consideration.